Manufacturer narrative:
(B)(4)

Event description:
It was reported when the patient presented to the device clinic for a follow-up visit, the patient was found to be a non-responder and felt weak. Device interrogation noted loss of capture in the left ventricular lead vector. Device reprogramming was completed. The patient is discharged from the hospital and left in good condition.